Event description:
The icp catheter could not be zeroed after connecting to the icp monitor. It was unknown when the product problem occurred, if there was any patient contact or injury. Request for additional information has been sent.

Manufacturer narrative:
Investigation completed 05/24/2017. Method: device history review; trend analysis; failure analysis. Review of lot 305c00307327 indicates that lot met requirements before released to finished goods. Complaint history, model 110-4xxx, from may-2016 through 16-may-2017 reviewed; there were (B)(4) other complaints that issued with complaint code (B)(4), and six of them were confirmed. (B)(4). The icp catheter cannot be zeroed after connect to icp monitor is verified. The catheter has no negative range due to high change from code. Conclusion: the reported customer complaint was confirmed. The catheter was tested for and resulted in a high change from code value and a negative range greater than zero. These failure modes contribute to the catheter¿s inability to make a zero adjustment. Based on the functional test results, the cause of the customer complaint can be attributed to the catheter¿s high change from code. The most probable root cause associated with the high change from code is a change in the original position of the transducer, signal fibers, or reference fibers with respect to the distal or module end of the catheter. This change in position impacts the original characterization of the catheter.